Manufacturer narrative:
Goertz l, liebig t, siebert e, et al. Stent-assisted web embolization: aneurysm characteristics, outcome and case report of a web delivered through a stent. Acta neurochirurgica: the european journal of neurosurgery. January 2022:1-10. Doi:10.1007/s00701-022-05115-y medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Goertz l, liebig t, siebert e, et al. Stent-assisted web embolization: aneurysm characteristics, outcome and case report of a web delivered through a stent. Acta neurochirurgica: the european journal of neurosurgery. January 2022:1-10. Doi:10.1007/s00701-022-05115-y medtronic literature review found a report of patient complications in association with a solitaire device. The purpose of this article was to analyze woven endobridge (web) embolization cases that required additional stent-implantation. Of the 178 patients included in the study, 15 of them underwent stent-assisted web implantation. Of the 15 patients, a solitaire stent was used in 3 cases. The mean age of the web + stent group was 61.8 years, and 12/15 were female.  The article does not state any technical issues during use of the solitaire device. The following intra- or post-procedural outcomes were noted: - there were 5 technical/asymptomatic thromboembolic complications in the web + stent group. 3 of 5 thromboembolic events occurred due to web protrusion into the parent artery, and 2 were related to stent-implantation. - there was one neurological complication related to stent-assisted web embolization. After web placement in an unruptured anterior communicating artery (acom) aneurysm, the web protruded into the parent vessel requiring additional stent implantation. After the procedure, the patient showed transient aphasia and a mild hemiparesis on the right. Emergency CT showed vasogenic oedema around the acom aneurysm, but there was no infarction. The patient recovered fully. One patient required retreatment after stent-assisted web embolization.